Manufacturer narrative:
The number of patients in the study population, number of deaths, and number of life-threatening bleeds.

Event description:
Medtronic received information via literature regarding outcomes among transfemoral, transaortic, and transapical transcatheter aortic valve replacement (tavr). All data were collected from single center between january 2011 and december 2014. The study population included 798 patients (predominantly male; mean age 83 years), 227 of which were implanted with medtronic corevalve (serial numbers were not included). Among all patients 53 deaths occurred; none of the deaths were attributed to medtronic product. Among all patients adverse events included: 13 major stroke, 59 acute kidney injury, 29 life-threatening bleeding, 14 annular rupture, 71 moderate to severe paravalvular leak, and 101 permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: arai t et al. Direct comparison of feasibility and safety of transfemoral versus transaortic versus transapical transcatheter aortic valve replacement. Jacc cardiovasc interv. 2016 nov 28;9(22):2320-2325. Doi: 10.1016/j.jcin.2016.08.009. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes among transfemoral, transaortic, and transapical transcatheter aortic valve replacement (tavr). All data were collected from single center between january 2011 and december 2014. The study population included 789 patients (predominantly male; mean age 83 years), 227 of which were implanted with medtronic corevalve (serial numbers were not included). Among all patients 15 deaths occurred; none of the deaths were attributed to medtronic product. Among all patients adverse events included: 13 major stroke, 59 acute kidney injury, 25 life-threatening bleeding, 14 annular rupture, 71 moderate to severe paravalvular leak, and 101 permanent pacemaker implant. No additional adverse patient effects were reported.